Event description:
It was reported that a one-link y-type microbore catheter extension set did not flow during patient therapy. The set was being used with a non-baxter pump in the critical care unit. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.